Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was in the connector bore.

Event description:
It was reported that during the implant attempt, when the device was connected to the right ventricular lead there was high impedance and no capture. The lead was tested with the analyzer and worked fine. A device connector block issue was suspected, so another device was attempted, with perfect measurements. The first device was not used, and the second was implanted. No patient complications have been reported as a result of this event.